Event description:
According to the available information, the device was explanted and replaced due to a leak in the system.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. The information received indicated there was a leak present in the system, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to a leak in the system.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.